Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore instrument. During the procedure, the outer cannula failed to fire. No coaxial needle was used, and the procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photo was provided and reviewed. The provided first photo shows the labeling information placed beside the device, the information provided on package is verified with tw and second photo shows a maxcore disposable biopsy instrument within the package. The device was noted to be in fully primed position, and no other anomalies were noted. Based on the photo review, the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure using a maxcore instrument through normal density tissue. During the procedure, the outer cannula failed to fire. A coaxial needle was not used, and the procedure was completed using an alternate device. There was no patient reported injury.